Manufacturer narrative:
Visual inspection of the zimmer mis hip instrumentation lateral alignment frame found signs of wear that indicated multiple uses. The thumb screw and o-ring were not returned as they were discarded. The device had been in the field for approximately 2 years and 3 months. It is unknown how many times the part had been used during that time. A previous design change where an o-ring was added to the screw, as a vibration dampener, to reduce the potential for the thumb screw breaking, was implemented. Thumb screw failure was determined to be from shearing forces on the neck of the thumbscrew. The shearing forces are caused by vibrations due to impaction. An o-ring was added to dampen the vibrations caused by impaction. Further development review was not performed as an incomplete device was returned . Based on review of returned product with incomplete componentry (no thumb screw), a specific cause cannot be determined. The device is used for treatment.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the a-frame instrument broke while impacting the acetabular component with the a-frame attached to the cup impactor.